Manufacturer narrative:
The manufacturer previously reported a failure of the power management board. The power management board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the power management board failing was found to be consistent with thermal damage to a component (cr25). The thermal damage was isolated to the power management board and the enclosure was not compromised.

Event description:
The manufacturer received information alleging a ventilator's internal battery was depleted. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issues.